Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that it was possible that a button could have been held down because it was in her back pocket. The customer also stated that the buttons were unresponsive. The insulin pump rested for several minutes and the device still did not work. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Button error alarm due to corroded keypad traces. No frozen display noted.